Event description:
It was reported that the right atrial (ra) lead impedance had dropped significantly due to a dislodgement which was confirmed via fluoroscopy. A revision was scheduled and the lead was explanted and replaced with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.